Event description:
A peritoneal dialysis (pd) patient reported that during step 3 of set up there were multiple not enough sb for total tx messages. The patient proceeded with treatment after having direction from technical services. Fluid was found on the external cassette after treatment. In a follow up, the patient verified the event and explained that although there were alarms the patient was able to complete treatment, but did find some fluid on the external cassette during step 9 treatment complete. The patient let the cycler air out and has continued using the cycler ever since with no further issues. The patient did not have any harm, intervention, or adverse event due to the fluid leak.

Manufacturer narrative:
Correction: d.8.

Event description:
A peritoneal dialysis (pd) patient reported that during step 3 of set up there were multiple not enough sb for total tx messages. The patient proceeded with treatment after having direction from technical services. Fluid was found on the external cassette after treatment. In a follow up, the patient verified the event and explained that although there were alarms the patient was able to complete treatment, but did find some fluid on the external cassette during step 9 treatment complete. The patient let the cycler air out and has continued using the cycler ever since with no further issues. The patient did not have any harm, intervention, or adverse event due to the fluid leak.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during step 3 of set up there were multiple not enough sb for total tx messages. The patient proceeded with treatment after having direction from technical services. Fluid was found on the external cassette after treatment. In a follow up, the patient verified the event and explained that although there were alarms the patient was able to complete treatment, but did find some fluid on the external cassette during step 9 treatment complete. The patient let the cycler air out, and has continued using the cycler ever since with no further issues. The patient did not have any harm, intervention, or adverse event due to the fluid leak.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.